Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjy5145. Visual inspection noted the catheter balloon appears to be asymmetrical. During testing, the catheter balloon inflated using returned syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water). The concentricity of the catheter balloon is measured at 60/40, which complies with the specification outlined in inspection procedure (B)(4), revision 0. This procedure states that "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." The balloon deflated 10 ml methylene blue solution within 45 sec. This is within specification per inspection procedure (B)(4). Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff test the foley catheter sterile distilled water did not return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff test the foley catheter sterile distilled water did not return.